Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 502 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on unknown location. For treatment, no treatment information given.